Event description:
It was reported that due to a pump failure the patient had his inflatable penile prosthesis (ipp) pump explanted. The onset of the pump issues was soon after the initial implant surgery and happened from "time-to-time." Back in (B)(6) 2019 the patient was unable to inflate his device completely and visited his physician which led to this surgery. It was noted that after this surgery the patient was stable and reported no complaints and is "quite satisfied by his sexual life."

Event description:
It was reported that due to a pump failure the patient had his inflatable penile prosthesis (ipp) pump explanted. The onset of the pump issues was soon after the initial implant surgery and happened from "time-to-time." Back in (B)(6) 2019 the patient was unable to inflate his device completely and visited his physician which led to this surgery. It was noted that after this surgery the patient was stable and reported no complaints and is "quite satisfied by his sexual life." Product analysis confirmed the reported allegation related to pump malfunction. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate.

Manufacturer narrative:
Product analysis: allegation related to pump malfunction was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported event. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'cause traced to component failure' was chosen because the reported events could be traced to a component failure. Ncep-00115506 was opened to investigation activation issues encountered during the first two months following an ams 700 implant. Ncep-00115506 has been escalated to CAPA-00005913. Based on the results of this investigation, this event is within the scope of CAPA-00005913. This conclusion is supported by the following objective evidence: product analysis summary: product analysis confirmed the reported allegation related to pump malfunction. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported event. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: the ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.